Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50j contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR: n/a - no lot number. The root cause of the defect was not found.

Event description:
It was reported that bd phaseal protector p50j contained foreign matter. No serious injury or medical intervention was reported.